Manufacturer narrative:
(B)(4). Concomitant medical products: 41002, driver connecting screw, unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018- 03904.

Event description:
It was reported that during the procedure the connecting bolt fractured causing the need to remove the nail and implant a new one. The nail was removed but the broken piece of the bolt could not be removed. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.